Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A query of the complaint-handling database was performed and identified no other incidents reported from this lot. Potential causes for steerable guiding catheter (sgc) leaks were considered, including manufacturing and user technique/procedural conditions. Leaks can be influenced by manufacturing anomalies, such as tears in the valve or missing silicone fluid within the valve chamber. All available information was investigated and a definitive cause for the reported leak (loss of fluid column) in this incident could not be determined. In this case, it is possible that the loss of fluid column was related to user technique during the de-airing process, resulting in residual air pockets along the length of the shaft. While performing the fluid column test, the movement of the residual air pockets would manifest as leaks and a slow loss of fluid column. It is possible that the user technique during device preparation contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed to report the leak that occurred during preparation of the steerable guiding catheter. If this were to recur in the anatomy, there is potential to compromise the fluid path integrity and lead to an air embolism. It was reported that during preparation of the steerable guide catheter (sgc), the sgc was submerged in the basin of heparinized saline, and the finger was removed from guide tip. When the handle was raised to a vertical position, after 5 seconds the fluid was not stable in the guide anymore. The physician inserted the dilator again 10 cm into the guide but the testing afterwards showed the same result. There was no resistance felt during dilator insertion. The sgc was not used and there was no patient involvement. No additional information was provided.